Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The impact on the customer's blood glucose level remains unknown as the customer declined to answer whether it exceeded 500 mg/dl. The malfunction code was resettable, and it did not recur after the pump was reset.